Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the incoming inspection for the repair, the service department of olympus europe se & co. Kg (oekg) checked the subject device and could not duplicate the reported phenomenon. The subject device had been tested for several days and worked properly. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the focus ring failure of the subject device. The focus ring failure might have given out of the focus and only a low-resolution image. Or it was surmised there was the possibility this phenomenon was attributed to out of the focus might have occurred because the mechanism in the ccd did not follow the movement of the focus ring for some reasons. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when starting the unspecified procedure. The user changed from the subject device to the similar device and completed the procedure. The user also reported that the image resolution of the subject device was low at that time. It was not provided the other detailed information. There was no report of patient injury associated with this event.